Event description:
Customer called to report that when she unplugged her pump in style transformer from wall, the housing fell apart completely and wires came out.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional information and to get the product back, including a final attempt by letter were unsuccessful. As of the date of this report the product has not been received back. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. This corrective action applies to transformers with a date code greater than or equal to (B)(4). Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration. Possible resolutions provided to customer: replacement product or online ordering information. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.